Manufacturer narrative:
D9: product received date 9/30/2024. H3: one device was returned for repair with reported complaint that device had an audio that was very quiet. Event logs did not show any errors. No previous service was noted in the last 12 months. Able to confirm complaint by using onboarding test. The device was repaired by replacing the interconnect board. The device was validated using the onboard performance verification test, and the pump passed all validation tests.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an audio that was very quiet. There was no patient involvement.